Manufacturer narrative:
Gehc will replace the cardiopulmonary anesthesia vaporizer bracket.

Event description:
The hospital reported higher than expected carbon dioxide readings. There was no reported patient injury.